Event description:
Geometry problem: it has been reported that the geometry movements were not functioning. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. A philips field service engineer inspected the system onsite and confirmed the reported issue. The geometry ipc would not be powered on. The geometry ipc was replaced and the software was reloaded, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was not in clinical use when the issue occurred. There may be instances in which the system fails to power on as expected. It is advised in the instructions for use (IFU) to perform a system verification test to ensure that the system is functional before use of any clinical procedure. By using these mitigations provided by the design of the device, a loss of mechanical movement outside of clinical use is not likely to cause or contribute to death or serious injury if it were to recur. Codes were updated based on the investigation outcome.